Event description:
As reported by the user facility: started precedex infusion at 9 ml/hr. Precedex is a 100 ml bottle. After 1 hour noted bottle almost empty. The pump volume infused stated 10 ml. The patient actually received about 80 ml. When the stop button on the pump is pressed, the drip continues to drip into the patient. The tubing is checked and loaded correctly. Please refer (B)(4).